Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be incorrect parameter setting - blocked drainage eye/lumen or no drainage eye or user related (salt accumulation). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿

Event description:
It was reported that the patient was placed in an indwelling urinary catheter to drain urine on (B)(6) 2022, and it was properly fixed. On (B)(6) 2022, the patient felt abdominal pain and discomfort. After examination, it was found that the tube was blocked, and the drainage was not smooth. After flushing, the drainage was smooth. On (B)(6) 2022, the patient felt abdominal distension, abdominal pain, and discomfort. The patient was examined, it was found that the lower abdomen was distended, and the head end of the drainage tube slipped out. After the examination, it was found that the airbag was ruptured and was in a shriveled state. Immediately reported to the doctor and instructed to re-insert the tube, the drainage was smooth, and there was no urine leakage and hematuria. The replacement of the catheter by the medical staff and the re-insertion of the catheter brought pain to the patient, increased the risk of infection, prolonged the treatment time, and caused dissatisfaction with the patient. No medical intervention was reported.